Event description:
Dealer states screw for sector block broke. There is no report of an injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model solara 3g, serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1154295, rev.c(dec-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter of the event was contacted for additional detail on this incident. There is no injury and this part has been order to make the necessary repair. The malfunction has not been confirmed.